Event description:
A hosp provided info that a pt experienced a corneal abcess (left eye) while using complete multipurpose solution (easy rub). The pt wore fresh look cosmetic lenses and used starter kit of complete easyrub to clean them (bottle opened for more than 3 months when the event appeared). Pt was treated with ciloxan (ciprofloxacine), eyedrops (difomycine?), desomedine (hexamidine di-isetionate) and atropine. Pt recovered, visual acuity was not impaired although a residual scar remained. Complaint unit has not been made available for testing. No further info is available or expected.

Manufacturer narrative:
A review of the records for this batch of product has not revealed any anomaly during the mfg processes. Retain eval: physico-chemical and microbiology analysis results are correct and all parameters are within established acceptance criteria. Root cause not established.